Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported failure mode. During the initial inspection, it was discovered that the instrument's snake wrist was dislodged. There was debris on the blade track, but there is no blade exposed. As a result, the instrument could not be placed on the system to verify the performance of the instrument. Additional observation not reported by the site was frayed cable. The grip cable was frayed above the dislodged wrist disk. Although failure analysis investigation was unable to confirm the customer reported failure mode due to the condition of the returned instrument, a review of the site's system logs showed that the instrument had one incomplete cut followed by one complete cut before a blade jam error occurred. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's snake wrist and/or frayed cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the vessel sealing instrument blade would not retract. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.